Manufacturer narrative:
Date of event: exact date unknown, event occurred in the late 2020. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 19541469.

Event description:
It was reported that the patient was experiencing prolonged ipg charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg will not be returned.